Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one reconstitution device was observed to be leaking. It is unknown whether or not this event occurred during patient use, though patient injury or medical intervention was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review will be performed. The sample is reported to be available for evaluation. If the sample is received or additional relevant information becomes available, a supplemental report will be submitted.